Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.